Event description:
At implant the extension was not able to be placed in the top channel (0-7) of the ins. It seemed to meet resistance about 1/2 way along. The screw at the back was then turned counter clockwise in case that was preventing the extension from advancing but it made no difference. The extension was able to advance in the lower channel (8-15) of the ins without any resistance. A second extension was also tested but it would not advance either. A second 37612 was opened and both extensions advanced normally. There was no patient injury.

Manufacturer narrative:
Final device analysis for the stimulator revealed that the balseal connector was damaged. The #1 and #2 balseal connector springs were damaged. A lead could not be inserted past the #2 connector. Final device analysis for the wrench accessory revealed no anomalies.

Manufacturer narrative:
F(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.